Manufacturer narrative:
The product was not returned for examination. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported device fracture based on the lack of the device to examine and insufficient product information. Based on the investigation, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address osteolysis and fracture of the locking mechanism on the poly insert.